Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The battery was at elective replacement indicator (eri). After downloading the product code, normal function ensued.

Event description:
The pulse generator was explanted due to elective-replacement-indicator (eri).